Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer's site. The fse inspected the instrument and found that the lower sheath tubing had popped off the fitting. The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was that the lower sheath tubing popped off the fitting. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak inside the coulter lh 750 analytical station. The volume of the leak was about 100ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated. There was no death, injury or change to patient treatment.